Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to,occlusion of inferior vena cava filter, that caused injury and damage to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Information contained in the medical records indicated that before implant the patient was admitted with extensive deep vein thrombosis of the right common femoral and common iliac veins. The patient¿s medical history was significant for stage v chronic kidney disease, recurrent colitis due to clostridium difficile, hyperparathyroidism, urinary tract infection, peripheral vascular disease, hyperlipidemia, benign prostatic hypertrophy, gouty arthritis, obesity, methicillin resistant staphylococcus aureus, gastritis, cellulitis of the left lower extremity, and anemia due to kidney disease. The indication for the filter implant was dvt with a strong family history of thromboembolic disease. The patient was also noted to have microcytic anemia. The procedural details of the filter implant have not been provided. The patient underwent a colonoscopy and esophagogastroduodenoscopy the same day as the filter implant, no active bleeding was found. Approximately six months post implantation, the patient underwent construction of an arteriovenous fistula of the left forearm. Approximately one year and nine months post implantation, the patient underwent laparoscopic insertion of a peritoneal dialysis catheter and ventral hernia repair. The patient was discharged home the same day. Approximately two months later, the patient underwent a diagnostic laparoscopy to evaluate a peritoneal dialysis catheter that was not draining properly. The operative report noted that the catheter was in excellent position; however, there was some evidence of sigmoid inflammatory reaction with adhesions between the sigmoid and the anterior abdominal wall. It was decided to withdraw the pd catheter out of the pelvis, and it was anchored to the anterior abdominal wall outside the pelvis. Approximately four years and three months post implantation, the patient underwent a successful percutaneous removal of the ivc filter via the right common femoral vein. The notes indicated that the patient had not had a recent history of dvt or pe and as such the patient¿s physician requested that the filter be removed. The filter was reportedly removed intact in its entirety and sent for pathology. Post filter removal final venogram demonstrated complete patency of the ivc without any evidence of leakage, tear or residual clot/thrombus. The patient tolerated the procedure well with no complications. Pathology noted receipt of the device, a mesh ivc filter measuring 4.5x3.5x2.5 cm with attached dark red friable hemorrhagic material. According to the patient profile form the patient experienced a thrombosed ivc filter, recurrent/progressive dvt, le swelling/pain. The patient also reports experiencing pain in the groin area after the filter was removed when active for too long or when they have to use their leg muscles.

Manufacturer narrative:
2100 - thrombosis. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, occlusion of inferior vena cava (ivc) filter, that caused injury and damage to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to,occlusion of inferior vena cava filter, that caused injury and damage to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced occlusion of the inferior vena cava (ivc), recurrent/progressive deep vein thrombosis (dvt), lower extremity pain and swelling, pain in the groin area after the filter was removed when active for too long or when they have to use their leg muscles. Information contained in the medical records indicated that the patient was admitted with extensive dvt of the right common femoral and common iliac veins. The patient¿s medical history was significant for stage v chronic kidney disease, recurrent colitis, hyperparathyroidism, urinary tract infection, peripheral vascular disease, hyperlipidemia, benign prostatic hypertrophy, gouty arthritis, obesity, methicillin resistant staphylococcus aureus, gastritis, cellulitis of the left lower extremity, and anemia due to kidney disease. The indication for the filter implant was dvt with a strong family history of thromboembolic disease. The patient was also noted to have microcytic anemia. The procedural details of the filter implant have not been provided. The patient underwent a colonoscopy and esophagogastroduodenscopy the same day as the filter implant, no active bleeding was found. Approximately four years and three months post implant, the patient underwent a successful percutaneous removal of the ivc filter via the right common femoral vein. The notes indicated that the patient had not had a recent history of dvt or pe and as such the patient¿s physician requested that the filter be removed. The filter was reportedly removed intact in its entirety and sent for pathology. Post filter removal final venogram demonstrated complete patency of the ivc without any evidence of leakage, tear or residual clot/thrombus. The patient tolerated the procedure well with no complications. Pathology noted receipt of the device, a mesh ivc filter measuring 4.5x3.5x2.5 cm with attached dark red friable hemorrhagic material. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and/or discomfort of the affected extremity. Pain and swelling do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. Without the procedural films or post-placement imaging the events could neither be clarified or confirmed. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.